Event description:
It was reported patient's ipg became inoperable. It is unknown if this occurred prematurely. Further surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and device information.